Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive act button. The blood glucose reading was 171 mg/dl. The customer stated that she had had some issues with the keypad the night prior, but the device was fine in the morning leading up to the complaint. No other significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.